Event description:
Surgeon was performing anterior cruciate ligament repair. While passing the ligament with the device in question, the tip of the passer broke away from the rest of the passer and the remaining plastic broke into two or three pieces while still in the operative knee. All pieces were removed from the knee and accounted for. This was the first passer taken from a new box. Remainder of box removed from operating room area and given to sales rep.